Event description:
The customer reported that the live monitor went blank during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Power supply contacts were cleaned, voltages were adjusted and a memory chip was reseated. The system was tested and found to be working as intended and put back into service.